Manufacturer narrative:
As received, a complete lead was returned for analysis. The s- curve hump height was measured, and it was within product specification. The reported events of failure to capture and failure to sense were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During a follow-up, episodes of failure to capture and failure to sense were noted on the left ventricular (lv) lead. Diagnostic imaging confirmed lv lead dislodgement. The lv lead was explanted resolve the event. The patient was stable and will continue to be monitored.